Manufacturer narrative:
The manufacturing process as well as device history records show that the subject device had been manufactured and delivered to the field following all applicable procedures. The data from the interrogation of the subject device on 10 july 2025 were provided. They were recorded from 16 october 2024 to 10 july 2025: - the patient had spontaneous activity in the atria. Atrial pacing is 100% since the death of the patient. The date looks around 20 june 2025 - the patient was paced 100% in the ventricles. - a and v outputs are programmed in accordance with the atrial and ventricular pacing threshold that had been measured on 16 october 2024. - the atrial and ventricular impedances measured on 10 july 2025 are high, the atrial and ventricular sensing values measured on 10 july 2025 are low. This corresponds to normal values post lead disconnection. - the battery curve shows normal profile. - the atrial sensing is very good. The atrial and ventricular detections are not measured since 21-22 june 2025, most probably at the time the device started pacing the atria 100% and this most probably corresponds to the patient¿s death: 3 episodes of atrial runs were recorded before the patient¿s death. They show good atrial and ventricular sensing, good ventricular pacing. On 21 june 2025, at 13:23, the atrial activity is flat. The spontaneous ventricular activity is erratic and mixed with pacing. This patient was normally paced 100%. At that time, the patient had already passed away some minutes/hours ago: the investigation of the data provided from 10 july 2025 showed that the device functioned as per specification before and after the patient¿ death. Based on the data provided, the date and time of the programmer that was used for the device interrogation on 10 july 2025, the patient¿s death is estimated on 21 june 2025 in the morning or at lunch time. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the patient was found drowned. Would the data provided allow to find the date and the time of the death?

Manufacturer narrative:
The subject device is not suspected to be involved in the death of the patient. The physician requested memory investigation to get more information on the data and hour of death. The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was found drowned. Would the data provided allow to find the date and the time of the death?